Manufacturer narrative:
Product event summary: the device was returned and analyzed. In addition, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that electrical testing of the hybrid determined it was fully functional with no high current to explain the battery depletion. No hybrid anomalies identified. Battery analysis revealed that glass reflow on the interior side of the feedthrough was confirmed by the sem (scanning electron microscope) examination, which indicated an abnormally high energy effect from the bec b+ laser weld. This type of thermal damage has been known to induce an internal shorting path and was the likely cause of the premature battery depletion. Analysis for micra battery 7000470027 is complete. This battery and device should be tagged to (B)(4) micra premature depletion due to etfe charring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion. Temporary pacing was required and the patient was hospitalized. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.